Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that following an intraocular lens (iol) implant procedure, stating having blurry vision all distances. Patient been back to the surgeon and he is perplexed at the outcome and does not have any answers. Patient was a target shooter and is not able to see clearly at any distance to do that. Patient also had a yttrium aluminum garnet ( yag ) laser done in his right eye only with no improvement. Additional information was requested, but no further information is available. There are two medical device reports associated with this patient. This report is associated with the right eye.

Manufacturer narrative:
The product was not returned for analysis. The root cause for the reported complaint could not be determined. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).